Manufacturer narrative:
Section e1 - e-mail: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the df was having difficulty with those needles attaching to an arthramid syringe. Per customer, if the customer uses a 20g needle he does not have product loss and when he uses 21g, he always has a drop escape the needle/hub connection and was concerned there may have been a manufacturing issue. There was no harm reported.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name. D3 manufacturer name and address. D4 unique identifier (UDI) #. G4 PMA/510(k)number. H6 evaluation codes. Investigation summary: the device history record (DHR) for lot: 22h111 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.